Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the initial procedure was performed in 2000. The rep was informed the following day that the patient was returning to the or due to a bile leak. During the case, it was discovered that the clip had fallen off of the cystic duct and was not completely formed. The cystic duct was not ligated and therefore, bile was leaking into the abdominal cavity. The case was completed with a device from the competitor. The patient's hospital stay was extended by 48 hours.